Event description:
An ER pt exhibited an increased heart rate at this hospital. This pt had a pacemaker. This hospital called the pacemaker manufacturer who told them to remove this monitor (ECG leads). This pt's heart rate then decreased back to normal.